Event description:
During laparoscopic cholecystectomy a small piece of a rubber diaphram was discovered while dissecting the gallbladder. It was felt the rubber piece came from one of the two versaports used. The piece was removed by the surgeon. Age of device: new.